Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in south korea, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra transcatheter heart valve via transfemoral approach. The tip of the commander delivery system flex shaft separated from the flex shaft when pulling back the catheter after valve alignment. A new 26mm sapien 3 ultra kit was prepared to implant the valve. The patient did not suffer any injury from the event. Patient demographics were unable to be obtained. As per the preliminary evaluation of the returned devices, it was found the esheath distal tip split, and the liner was fully expanded. Scratches were observed on the hdpe.

Manufacturer narrative:
The 14fr esheath was returned to edwards lifesciences for evaluation. A visual examination found that the esheath distal tip was split, the flex tip separated from the flex shaft and over the proximal shoulder of the inflation balloon area. Liner was fully expanded, and scratches were observed on the hdpe. Due to the nature of the complaint, no dimensional or functional testing was performed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system, sheath IFU, and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of a split distal tip was confirmed through evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the sheath distal tip is split and has scratches noted along the shaft. Scratches may be indicative of the presence of calcification in the patient's access vessel. Additionally, the flex tip of the associated commander delivery system had separated from the flex shaft. This may lead to non-coaxial alignment between the devices and increase interactions, resulting in the distal tip split. Interaction with sharp nodules of calcification can also lead to the observed damages on the sheath tip and sheath shaft. In this case, available information suggests that patient factors (calcification) and procedural factors (withdrawal of damaged delivery system) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.